Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this rv lead exhibited noise, oversensing, high pacing threshold measurements, and high out of range pace impedance measurements. Surgical intervention was taken to cap and replace the rv lead. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.